Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead would not stay lodged in place after several attempts. The lead remains implanted, but was programmed off. The patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.